Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the spring clip lodged between the device's jaw opening/closing mechanism and the handle of the device. No pieces appear to be missing. Functionally, the dislodged spring clip prevented the jaw from opening closing properly. The weld integrity of the device was inspected and was found to be within specification. The device was plugged into all the three generators separately and the plug was recognized. No electrical or wiring issues were found. It was reported that the device broke during application and was difficult/impossible to close. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during esophageal malignant tumor resection procedure, while using ligasure inside the chest cavity, there was resistance in the handle even when handle was squeezed, it made an abnormal sound, and the resistance usually observed when squeezing the handle was not observed there. The internal part of handle was damaged. The handle no longer functions. Replaced with another device and it worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found the spring clip lodged between the device's jaw opening/closing mechanism and the handle of the device.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.